Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Pad-pak will not work. No patient involved.

Manufacturer narrative:
Upon investigation of the returned pad-pak, the fuse was measured and found to have blown. The fuse may have blown by an accidental shorting of the battery terminals during handling or by a fault with a samaritan pad device. The user was contacted for further information regarding the use of this pad-pak and they informed that this pad-pak was installed in a sam pad device, however, subsequent pad-paks were used with this device with no apparent fault. This report recommends the return of this device to heartsine to investigate as a precaution. The pad-pak will be scrapped and replaced.

Event description:
Pad-pak will not work. No patient involved.